Event description:
Patient is on a remodulin pump that had failed and she was having pah and lupus symptoms - she was admitted through the emergency room 2-3 weeks ago and was hospitalized for 6 days.